Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 472 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with insulin pump. Customer received insulin flow block alarm. Customer removed reservoir and it was empty. She said she thought she changed it yesterday but realized she must had forgotten to change it. Assisted customer in changing her reservoir and finished the set change, no insulin flow block alarm occurred. Also reminded to check time and she said time was accurate. Customer figured it was because reservoir was empty that is why she got high blood glucose. The insulin pump will not be returned for analysis.